Manufacturer narrative:
Concomitant products: product ID 3888-28, lot # l74117, implanted: (B)(6) 1999, product type lead; product ID 7495-25, serial # (B)(4), implanted: (B)(6) 1999, product type extension. (B)(4).

Event description:
Information received from a consumer via a manufacturer representative reported intermittent stimulation and an open circuit on electrode two. The patient experienced intermittent stimulation and had to gradually increase stimulation over the six months prior to (B)(6) 2015. It was noted that there were no falls or trauma related to the issue. High impedance >40,000 ohms was measured on all bipolar pairs with electrode two. The patient was programmed on electrode two. It was noted that the patient was still getting therapy relief. It was also noted that the battery status was at ok. This issue occurred during use beginning in (B)(6) 2015. The consumer's indication for use was noted to be occipital neuralgia.